Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the balloon had a hole in it and failed to inflate. A second balloon was opened and used successfully in tepp hernia repair. Pt outcome: nil adverse events occurred, second balloon was inflated successfully and procedure completed.